Manufacturer narrative:
MDR 1219913-2025-00182 was initially filed on 10-oct-2025. Additional information (14-oct-2025): siemens concluded investigation for a customer complaint of observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. Per the customer, the affected serum sample was not hemolyzed, lipemic, or icteric at the time of testing. Return of the patient sample for further investigation was not warranted since the discordant result was not reproducible. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. Customer is operational; no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Quality control (qc) recovered within the laboratory established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Event description:
The customer reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using kit lot 109. An initial elevated result was obtained for the patient in question. The initial result was reported to the physician who questioned the result. The same sample was then retested on the original and an alternate atellica ci 1900 analyzer, which produced similar lower results. The lower results were considered correct since they matched the patient¿s clinical history and a corrected report was issued to the physician. There are no known reports of any adverse health consequences due to the reported event.